Manufacturer narrative:
Device evaluation: one (1) opened patient interface (pi) was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. The reported issue could not be confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60241606. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was debris on the cone of the patient interface that was being used for the operative eye. This customer does not know if this was discovered during patient contact. There was no patient harm and no medical intervention needed. The procedure was completed successfully. This is 1 of 2 reports.